Event description:
As reported by the field clinical specialist (fcs), approximately 4 years, 2 months post transfemoral tavr procedure with a 23mm sapien 3 ultra valve, the patient presented dizziness, fatigue/weakness, and occasional chest discomfort. A tee was performed, and a combination of central and paravalvular leak was observed. Per report, approximately 1 year 5 months post procedure, the valve presented paravalvular leak, and bav was performed to reduce the paravalvular leak. However, central leak was created. The patient is now undergoing a valve in valve procedure with a 26mm sapien 3 ultra resilia valve successfully. A 25 mm true dilation balloon was used to post dilate to get a fuller expansion of the new valve as it was slightly constrained by the index valve. Post procedure, there were no gradients, no paravalvular leak, and no central leak. The procedure was completed, and the patient was taken to recovery in stable condition.

Manufacturer narrative:
Investigation is still ongoing.

Manufacturer narrative:
Correction to h6 based on additional information. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. Neither the device nor applicable imagery was returned for evaluation. Due to the unavailability of the complaint device/applicable imagery, engineering was unable to perform any visual inspection, functional testing, imagery review, or dimensional analysis. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. In this case, the reported event for central regurgitation was unable to be confirmed due to unavailability of medical records and imagery. A device history record (DHR) review did not reveal any manufacturing nonconformance issues that would have contributed to the event. Per the instructions for use (IFU), paravalvular leak (pvl) is a known potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post-deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest/indicate procedural and patient factors (under-expanded valve) caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Per the instructions for use (IFU), valve regurgitation is a known potential adverse event associated with bioprosthetic heart valves and the transcatheter valve replacement (thv) procedure. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration, including calcification, non-calcific degeneration, leaflet thickening or fibrosis, or a combination of these. Regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with functionality of the device by restricting the leaflet motion leading to abnormal coaptation. In this case, balloon aortic valvuloplasty (bav) was performed to improve paravalvular leak (pvl). However, central regurgitation was observed after the post-dilation, likely due to over expansion or stretching of the valve leaflets. As such, available information suggests that procedural factors (post dilation) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.